Manufacturer narrative:
The reported event that step drill for lag screw t2 recon was alleged to be broken could be confirmed, based on the returned. The visual inspection of the device was done. About 250 mm of the initial portion of the drill is completely sheared off. Thus, intended function is no longer given. The cutting edges of the drills are significantly worn / deformed and show traces of hard use. Based on the inspection results, massive bending forces during drilling may have led to the forced fracture of the step drill. The exact root cause of the reported event could not be determined as the broken tip of the drill was not returned but the appearance of the damage indicate that the root cause of the reported event is not linked to a deficiency of the device but is rather related to user error. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If device is any further information is provided, the investigation report will be updated.

Event description:
It was reported that cannulated stepdrill for lag screw (1806-3025) broken in patient during surgery. Tip of the stepdrill was broken and jammed in the bone. Surgeons tried to take the fragment out but they eventually gave up due to the difficulty and unwillingness of creating a larger defect on patient. The fragment remained in the patient's body. Surgeons will report this incident to union hospital after the surgery. Update: rep confirmed reported event is accurate. Delay was about 20-30 minutes due to time spent trying to retrieve the fragment from the patient's body. No adverse consequences. Occurred during primary surgery. Device was damaged during drilling pilot hole for lag screw inside patient.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that cannulated stepdrill for lag screw (1806-3025) broken in patient during surgery. Tip of the stepdrill was broken and jammed in the bone. Surgeons tried to take the fragment out but they eventually gave up due to the difficulty and unwillingness of creating a larger defect on patient. The fragment remained in the patient's body. Surgeons will report this incident to union hospital after the surgery.